Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation/respiratory sensor that can be related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that an alert was triggered for noise oversensing. Device review indicated that the alert was triggered during a procedure, thus some of the noise was cautery noise. There was also minute ventilation oversensing noted on the right ventricular (rv) lead channel. Additionally, the patient has an atrial arrhythmia that also triggered the oversensing alert. Finally, there is evidence that the patient's atrial arrhythmia was occasionally undersensed, due to the patient's unique biphasic atrial waveform being very small. The patient is not dependent and lead measurements have been stable. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation/respiratory sensor that can be related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an alert was triggered for noise oversensing. Device review indicated that the alert was triggered during a procedure, thus some of the noise was cautery noise. There was also minute ventilation oversensing noted on the right ventricular (rv) lead channel. Additionally, the patient has an atrial arrhythmia that also triggered the oversensing alert. Finally, there is evidence that the patient's atrial arrhythmia was occasionally undersensed, due to the patient's unique biphasic atrial waveform being very small. The patient is not dependent and lead measurements have been stable. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. This device was included in the recent minute ventilation sensor signal oversensing advisory population.